Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device change out procedure, the physician could not insert the torque wrench in the atrial port. The lead was cut and the pulse generator was able to be explanted and replaced. The patient experienced no adverse consequences.